Event description:
It was reported that the touch screen was unresponsive and difficult to see. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.